Event description:
The needle did not retract and was laid on the pt's bed. The needle feel off the bed and stuck the clinician in the leg.

Manufacturer narrative:
The customer indicated the actual unit was discarded, but will send in representative units for the investigation. Upon completion of the investigation, a supplemental report will be submitted. (B) (4)